Event description:
It was reported that 20 - 30 bd allergy syringe trays with bd precisionglide¿ permanently attached needle had no expiration dates on their labels. The following information was provided by the initial reporter: "customer called and stated that there are no expiration dates on allergy syringe trays."

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 20 - 30 bd allergy syringe trays with bd precisionglide¿ permanently attached needle had no expiration dates on their labels. The following information was provided by the initial reporter: "customer called and stated that there are no expiration dates on allergy syringe trays."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.